Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first 3.0 x 18 mm promus and the 3.0 x 8 mm promus are being filed under separate medwatch MFR numbers. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Factors that can contribute to the difficulty to deploy (watermelon seeding) include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, and procedural inflation technique. To ensure this issue is not the result of a manufacturing deficiency, a sampling of units is tested to verify proper stent deployment and uniformity of expansion. The stent delivery system was not returned for analysis which may have assisted in the investigation. It is possible that the watermelon seeding may have resulted from the plaque shifting. In this case, angina, pain and restenosis are listed in the instructions for use as a known adverse event associated with coronary stenting. A review of the finished product lot history records did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint-handling database was performed and no other incidents have been reported for difficulty to deploy for this lot. Although a conclusive cause for the reported difficulty to deploy (watermelon seeding) could not be determined, there is no indication of a product quality deficiency. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.

Event description:
It was reported that during the index procedure on (B)(6) 2010 a non-abbott stent was implanted in the mid left anterior descending artery (lad) and a 3.0 x 18 promus stent was implanted at the ostium of the lad. Post deployment of the promus stent, plaque shift occurred causing ostial left proximal circumflex artery (lcx) narrowing. Two promus stents were implanted for treatment of the narrowing; however, during deployment of the first promus 3.0 x 18 stent in the proximal lcx, the stent moved distally (watermelon seeded). A second 3.0 x 8 promus stent was deployed and simultaneous lad and lcx balloon inflations were performed. The patient was discharged two days post procedure. On (B)(6) 2011, 235 days post index procedure, the patient's stress test was abnormal and the patient was hospitalized. Over the past two months, the patient was experiencing chest pain radiating to the jaw on a daily basis, as well as diaphoresis, shortness of breath, and lightheadedness. The symptoms would subside with rest. The patient had no ischemic symptoms at rest and no ischemic electrocardiogram changes suggestive of acute ischemia. At the time of the events, the patient was taking aspirin and prasugrel. Prasugrel was stopped and clopidogrel was started. On (B)(6) 2011, cardiac catheterization revealed severe multivessel coronary artery disease with ostial lad and lcx involvement in the form of in-stent restenosis. On (B)(6) 2011, coronary artery bypass graft surgery was performed. On (B)(6) 2011, the patient was discharged. Per the investigator, the relationship of the adverse effect is unrelated to the index procedure, however, possibly related to the anti-platelet medication. No additional information was provided.